Event description:
Customer reported discrepancy between displayed and actual time on pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in values outside normal range. Technical support assisted the customer in updating pump time and advised monitoring for recurring discrepancies, which the customer understood and acknowledged.